Event description:
Per the clinic, the patient experienced cellulitis and some skin overgrowth at the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2021. It was also reported that the patient was given oral antibiotics prior to the procedure (date and duration not reported).